Event description:
It was reported the customer was hospitalized due to low blood glucose, 36 mg/dl. Troubleshooting was performed. The drive support cap was normal. Customer's daughter was not sure why the customer went low. Setting and the device was checked, unable to check settings due to buttons on the device were unresponsive. The device was exposed to an MRI. Customer also reported the device was alarming weak battery and battery out limit. The device was having delayed button response. Customer's current blood glucose was 207 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. Customer has been on manual injections. No further information reported.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with his report. The insulin pump was received with an intermittent button response due to corroded keypad traces. The insulin pump also had a cracked case at the display window corner. The insulin pump passed volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The device was received with normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms noted. The device was received with intermittent button response and was unable to determine the root cause. The device had a scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.